Event description:
Customer's mother reported husband's death. Caller stated that customer went to work, came home in the morning and passed away in the afternoon. Cause of death is diabetes mellitus. Customer was wearing the insulin pump at the time of death. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.